Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-aug-23, information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostim ulator (ins). The reason for call was patient was implanted 2 days ago and they were complaining of a lot of pain at the incision site right after. The patient was not feeling good at all for they had a deep cough and a little bit of shortness of breath but not a lot. Caller wanted to know if they could lay ice on the incision site, agent reviewed nothing was in labeling and to consult with their healthcare provider (hcp). Caller said they already talked to the surgery center. The caller said the patient had an incredible amount of pain because they had so many [previous] surgeries and the patient was on fentanyl patch, oxycodone, and lyrica. Due to that, the hcp would probably not approve more pain meds. On 2024-oct-15, additional information was received from the patient. They reported that the cause of the pain at the incision site was due to an infection. The denied having any issues with shortness of breath. They confirmed that they were given antibiotics which resolved the issue. [See general text for omitted information.]